Manufacturer narrative:
This report is submitted on july 07, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to performance decrement. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicates a device failure. Device analysis report is attached. This report is submitted on september 07, 2021.